Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 35 mg/dl. Customer treated their low blood glucose with juice and glucose tablets. Troubleshooting for the insulin pump was performed. Customer advised their diabetes trainer changed their basal rates. Customer was advised to monitor their low blood glucose levels, monitor the insulin pump and call back if issues persist.